Event description:
The customer observed falsely decreased sodium results from alinity c processing module for multiple patients. The one result example provided were: on (B)(6) 2025, sid: (B)(6) initial =118 and 124.8 mmol/l /repeated on another analyzer = 132.3, 132.5, 132.5, 132.0, 132.2 mmol/l. Repeated on alinity (B)(6) = 134.2, 134.5, 134.2, 134.4 and 134.3 mmol/l. Laboratory reference range for sodium =133 to 146 mmol/l; abnormal range = > 150 mmol/l; critical range = < 120 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2025, sid (B)(6) initial=118 and 124.8 mmol/l /repeated on another analyzer= 132.3, 132.5, 132.5, 132.0, 132.2 mmol/l. Repeated on alinity (B)(6)= 134.2, 134.5, 134.2, 134.4 and 134.3 mmol/l. Laboratory reference range for sodium=133 to 146 mmol/l; abnormal range= > 150 mmol/l; critical range= < 120 mmol/l . There was no reported impact to patient management.

Manufacturer narrative:
The customer inspected and performed multiple troubleshooting procedures including part replacement. The instrument service history review revealed a subsequent complaint on ticket (B)(4) that documented an additional discrepant /erratic sodium result. The field service representative (fsr) performed troubleshooting and found the ict probe was bent. The ict probe was replaced, which resolved the issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regard to the customer reported event. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6).